Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that solution was leaking from the valved trocar cannula when the blade was removed. The surgery was completed with a plug with no harm to the pt.